Manufacturer narrative:
The follow was included in the investigation in error in the previous report and should be excluded - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit securely to the pump. During testing, the pump was unable to power on and it was completely unresponsive due to moisture corrosion therefore the initial ¿power¿ complaint was duplicated. There was evidence of moisture corrosion observed in the battery canister. The pump cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring module. Some steps in the investigation were unable to be completed due to the pump having no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.